Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsule around the left breast implant¿, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule around the left breast implant¿, baker grade iii.

Event description:
Physician reporting "for about a year, an overgrowth of a capsule around the left breast implant¿ baker grade iii. Device has been explanted and replaced with non-allergan brand.

Event description:
Physician reporting, "for about a year. An overgrowth of a capsule around the left breast implant¿ baker grade iii. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation is observed, voids is observed. No further actions are required, as the device was implanted.